Event description:
It was reported that the patient fainted and was taken by an ambulance to the hospital. It was noted the pacemaker ¿died¿ suddenly. There was no more pacing/sensing and the pacemaker was unable to be interrogated. The device was explanted and replaced. No furtherpatient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).